Event description:
Inbound; pt states one prefilled veletri cadd legacy cassettes is alarming on both pumps, no disposable and was unable to resolve, changed over to new cassette to resolve alarms, cassette lot number not provided, doesn't feel good if not getting enough medication. No further details provided.